Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported on (B)(6) 2014 the patient had a refill and the dosing was decreased to 200 micrograms per day. Two days later the patient became unresponsive and was admitted to the hospital. Symptoms improved and the patient was discharged, but then on (B)(6) 2014 or day after the patient became unresponsive. It was initially thought to be intrathecal baclofen withdrawal, but this was not completely certain. The patient had severe hypotension. There was a dosing increase 400 micrograms per day. The patient¿s condition worsened and the day prior to the date of this report the patient died. The cause of death was unknown. The reservoir volume was not checked in the past few days. The system was being used to deliver compounded baclofen and dilaudid.